Event description:
MFR received a report of a manual wheelchair user getting his feet caught under the footrest and falling out of the chair. This allegedly resulted in the user sustaining a broken leg. No device malfunction has been reported.